Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. This report represents all the info known by the rptr upon query by hospira personnel.

Event description:
The customer contact reported a crack in the semi-rigid adapter of the clave secondary port; subsequently, a leak was noted. The tubing set was to be used to deliver an unspecified volume of normal saline. It was reported that after priming was complete, an unspecified volume of solution leak from the clave secondary port on the cassette of the tubing set. During visual inspection of the tubing set at the user facility, a crack was noted in the semi-rigid adapter of the clave secondary port on the cassette of the tubing set. The tubing set was replaced and the therapy was initiated. Though requested, no add'l info was provided.